Manufacturer narrative:
The investigation of introducer damage ¿ mechanical has been completed. The root cause of the introducer damage issue was not determined since product was not returned and insufficient clinical information was provided. The following have been reported incorrectly or missing from manufacturer device report 1220648-2023-05522: d6a and d6b revised from the initial submission in accordance with updated procedures. F6/f8-should have been left blank. G1 reporting contact fax number missing.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 66-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The patient was having impella rp flex insertion and when inserting the rp flex sheath it kinked and was taken out. It was replaced with a new sheath that was taken out of another rp flex box and the insertion was successful. No patient harm was reported due to the issue.